Manufacturer narrative:
Medtronic japan has received the suspect device/component from the customer for evaluation. Evaluation is in process. Patient information cannot be provided due to the restriction by the japan privacy regulation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that while in use on a patient this 980 ventilator generated a back up ventilation (buv) device alert. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Section d9 was updated due to part return correction to initial report (due to part return) section h6 evaluation code method - remove b21 and add b01 result - remove c21 and add c13 and c19 conclusion - remove d16 and add d15 conclusion - remove d02 and add d15 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ve ntilator generated a back up ventilation (buv) device alert. A review of the diagnostic codes indicates that there was evidence that device entered buv - mix accumulator pressure orr). The device was available for evaluation. The service personnel (sp)inspected the unit and when turned on the unit failed power on self test (post) but could not duplicate the reported buv alert. The sp replaced the mix controller printed circuit board assembly (pcba) and inspiratory flow module (ifm) pcba as per the observed code. The unit passed all the required tests and calibrations as per manufacturer specifications at the time of service. One mix controller pcba ifm pcba were returned for further analysis: the returned components were visually inspected and fun ctionally tested with no malfunction or product deficiency observed. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.